Manufacturer narrative:
Evaluation: customer report was confirmed. The catheter and shipping tube were received with the shrink seal still intact. There is a bond separation between the clear adaptor and the gray shipping tube. Adhesive is visible but not uniform over the bonding surface on both components. The shipping tube is also broken in half 31cm proximal of the bottom of the tube. Both sections returned. Note the gray shipping tube on this return is lighter in color, and does not have the extrusion lines that are commonly seen in this type of packaging. The tube was examined for torque marks, and there were no torque marks found. (B) (4)

Event description:
Packaging defect was reportred. Catheter is unsterile. Shipping tube defect..